Event description:
It was reported to boston scientific corporation in 2007, that a hydrothermablator procedure set was used during a endometrial ablation procedure performed on the same day, (female patient; age and weight are unknown). Three minutes into the procedure, a fluid loss alarm sounded. The physician checked the cervix and found it to be dry. The procedure was continued and a 2nd fluid loss alarm sounded. The physician check the cervix and found that fluid had leaked from the cervix. The physician also found that patient experienced a burn on the vagina around the cervix. The procedure was aborted. The patient was treated with silvadene cream.

Manufacturer narrative:
The device is not expected to be returned because the suspect device has been disposed. A device evaluation cannot be performed.